Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed in event history. The reported condition was due to the air base being too high. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On october 1, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague volumetric infusor pump-single channel in which failure code 810:11. This event occurred during patient therapy, patient connected, on the observation floor. Biomedical services were unable to reproduce the error. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes software (B) (4).